Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 205 mg/dl. The customer stated that the insulin pump alarmed low battery, and when she replaced the battery, the insulin pump's display did not return. During the first attempt at troubleshooting, the display did not return. Advised replacement of the insulin pump; however, the customer called back, advising that she was able to get the insulin pump to work. She stated that she used the recommended brand of batteries and an alcohol wipe to resolve the issue. The display did return, and the customer declined replacement of the insulin pump. Nothing further reported.